Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s incision area on the hip was red. There was a coupling problem reported. A communication problem was reported. There was a warm sensation in or around the implantable neurostimulator (ins) pocket during recharging. Troubleshooting was limited due to lack of access to product and/or patient. The patient was not able to make adjustments both with or without the antenna attached. There were communication issues with the implantable neurostimulator recharger (insr) and patient programmer since (B)(6) 2015. The skin was warm after attempting to recharge since (B)(6) 2015. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.